Manufacturer narrative:
After further review of the complaint, it was determined this medwatch was reported in error. Medtronic was provided the incorrect model and serial number at the time of the initial complaint. Please reference MFR report number 3004209178-2016-66587.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. Troubleshooting found that the pump also alarmed motor position encoder error. The customer's blood glucose reading was 286 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.